Event description:
It was reported that the device will not recognize correct syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During the syringe testing and calibrate syringe size, the reported problem was duplicated. Invalid syringe size was found during syringe test and unable to calibrate syringe size. The root cause of the reported issue was found to be that the tapered springe slipped over the collar of the barrel clamp rod. Replaced barrel clamp rod, tapered spring, barrel springe and barrel clamp slide. Performed calibration on the pump and passed. A corrective and preventative action has been opened to address the reported issue.